Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.

Event description:
It was reported during the procedure, the primary guide was released from the plate and extracted from the surgical site to find the compression shuttle/ hook was broken and still embedded in the back of the plate. The broken piece was removed from the surgical site without delay. The procedure was completed with three other primary guides, and there were no adverse consequences to the patient. This report is related to report number 3025141-2023-00045 for the primary guide involved in this event.